Manufacturer narrative:
Unit in question has not been returned for testing and evaluation.

Event description:
Per the customer....claims the device was plugged in but not in use when unit began to produce a burning smell. The customer claims the product produced a black film residue on the countertop and melted their wall outlet. Customer is seeking a replacement product or refund.

Event description:
Per the customer....claims the device was plugged in but not in use when unit began to produce a burning smell. The customer claims the product produced a black film residue on the countertop and melted their wall outlet. Customer is seeking a replacement product or refund.

Manufacturer narrative:
Product experienced electrical failure and internal arcing/burning, all damage was contained inside the unit. Failure analysis showed that the mov component failed and caused the electrical failure. Mov's are designed to protect the circuitry but can either be overwhelmed or worn out and result in the type of failure seen.